Event description:
It was reported that a creo screw head has loosened with subsequent rod migration 6 weeks post operatively.

Manufacturer narrative:
The device was not available for evaluation. Imaging provided show dissociation of the screw head from the rod. However, the exact cause of the reported issue could not be determined.